Event description:
It was reported that an unk spectrum pump was observed to experience concurrent flow from a primary IV container during a secondary infusion test (medication, programmed amount and delivery rate unk). It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.